Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed 13 april 2021. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. H10 additional narrative: details for gentamicin component of combination product: dmf# - (B)(4); trade name ¿ gentamicin sulphate; active ingredient(s) ¿ gentamicin sulphate; dosage form - powder; strength ¿ 1.0g active in our cements.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received a left primary attune total knee. The patella was resurfaced, and unknown cement was utilized. There were no primary operative notes available. Patient was revised due to aseptic loosening of the tibial tray. Upon entering the knee, the surgeon identified gross loosening of the tibial tray and complete debonding at the cement to implant interface. The patella was well-fixed but revised. There is no indication that the femoral component was revised. There was no reported product problem with the explanted tibial insert. The patient was implanted with depuy tibial revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2019; left knee.